Manufacturer narrative:
An event of insufficiency due to a leaflet tear and explant of the valve was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported leaflet tear is consistent with structural valve deterioration (svd), specifically non-calcific leaflet tear, which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling. H6. Device code 2682 - patient-device incompatibility no longer applies.

Event description:
Subsequent to the the initially filed information, additional information was received on 07 april 2022. It was reported that the patient had severe mitral regurgitation, respiratory failure, pulmonary edema and was connected to the venous-venous (vv) extracorporeal membrane oxygenation (ECMO) and intra-aortic balloon pump (iabp) prior to the explant of the valve. It was noted that the leaflets did not look infected. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2017, a 31 mm epic plus mitral valve was successfully implanted. On (B)(6) 2021, the patient was admitted to the hospital with severe respiratory failure, severe mitral regurgitation, and pulmonary edema. A transesophageal echo (tee) was performed and showed a leaflet tear. The valve was explanted on the same day. Thickened leaflets, with one leaflet almost completely torn was observed on the explanted 31mm epic valve. A new 31 mm epic valve was implanted successfully. The patient required venovenous (vv) extracorporeal membrane oxygenation (ECMO) at the end of the surgery due to their respiratory issues. The patient was later released from the hospital in good condition. No additional information was provided.